Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal (500 mcg/ml, dose unknown, but noted as a low daily dose) via an implantable infusion pump. The indication for use was not noted. The patient missed their refill, because of a scheduling error. An empty pump was reported. It was confirmed via personal therapy manager (ptm) or clinician programmer, that an empty pump alarm occurred on (B)(6) 2015. The pump had been empty for 2 days and the refill was scheduled for (B)(6) 2015. The patient was doing fine and was being managed by oral baclofen. No symptoms were reported. The empty pump and alarm were resolved, as of (B)(6) 2015. The serial number and infusion daily dose were requested and were unknown. If additional information becomes available a follow-up will be submitted.